Event description:
The pt was being transferred from wheel chair to bed by a cna via maxisky 600 utilizing a disposable arjo sling. The bio-med tech stated that the cna performed the assembly of the sling and followed all safety precautions before lifting and transferring the pt into the bed. Cna then attempted to transfer the pt and began the lifting process. While pt was hoisted, the cna lifted up the pt legs to get them over the bed so she didn't have to lift any higher but pt's weight shifted and sling strap came undone from lift t-bar. The bio-med tech stated the pt hit head on the bed and fell to the ground also hitting their head and suffered a fractured scalp. Pt went to the ER for eval.

Manufacturer narrative:
Additional info will be provided upon investigation conclusion.